Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm but did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11 e. Retainer ring = black. Customer returned insulin pump for alleged failed battery alarm and pump error 38 found on 30-jun-2022. Insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, and self-test. Pump failed prime/seating test and force sensor test due to moisture found on the electronic stack, motor and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump successfully downloaded traces and history file using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified failed battery alarm in pump downloaded history on 30-jun-2022 at time 11:13:54.000. Verified low battery alert in pump downloaded history on 12-jun-2022 at time 17:45:00.000. Verified power loss alarm in pump downloaded history on 27-jul-2022 at time 17:45:00.000. No ¿pump error 38 alarm¿ during testing. Verified the insulin pump alarmed pump error 38 in pump downloaded history on 30-jun-2022 between 10:39:06.000 and 11:13:44.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: serial number label peeling, end cap address label fading, scratched case, and pillowing keypad overlay. In summary, insulin pump didn't pass all required testing. Pump error 38 alarm confirmed due corroded motor home switch. Verified the insulin pump alarmed pump error 38 in pump downloaded history on 30-jun-2022 between 10:39:06.000 and 11:13:44.000. Failed battery alarm confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.